Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. Further evaluation indicated the longevity estimate given by the programmer was incorrect and was due to a programmer software anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was stable post procedure.